Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. H3 other text : not returned to manufacture

Event description:
Consumer reported upon removal of a tampon, the pledget fell apart. She reported that some pieces of pledget expelled from her body for a couple of days and she manually removed any remaining pieces from her vaginal cavity. She did not seek medical attention and she did not report any adverse health effects.